Event description:
In 2001, a pt suffering from thrombotic thrombocytopenic purpura (ttp) had a pulmonary edema at the end of therapeutic plasma exchange (tpe) using ap-05h(l) (lot. No. 011m22-3). Pt was transferred to ICU, but pt has expired approx. 2 hours after the early termination of the tpe. Pt had been treated using ap-05h(l) at the hospital in this year without any adverse reactions. Pt had been treated by another facility using centrifuge instrumentation of tpe. In 2001, pt returned to hospital for tpe treatment with the ap-05h(l) (lot no. 011m22-3) without incident.